Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use at the end of therapy. The patient stated they had no alarms during therapy and that normally she has an ultrafiltration (uf) of 2000ml. That days uf equaled 2438ml. The technical service representative (tsr) explained the alarm and helped the patient clear the message and turn the hc off. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advance to next fill when slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned and evaluation by the product analysis lab is in progress. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.